Event description:
It was reported that during a procedure the compression sleeve "failed." The patient was given heparin because they were unsure if the device was working. There was no patient injury reported by the user facility.

Manufacturer narrative:
The complaint device was not returned to stryker sustainability solutions (sss) for an evaluation so a device inspection could not be completed. The packaging was not returned either so information such as lot number, manufacture date, and expiration date are unknown. Potential causes for the leak can be attributed but not limited to, material fatigue due to over inflating or inadvertently puncturing the bladder during handling at the facility. Sss's instructions for use state: "ensure proper connections to external pump controller." "Ensure tubing is not kinked or twisted as this could restrict airflow." The reported event is not occurring more frequently or with greater severity than is usual for the device. Device not returned.